Event description:
Medical assistant (ma) was giving a minor patient a varicella vaccination into upper extremity and needle broke off at hub where the white part connects needle to bevel. Medication squirted all over patient, ma and counter. A new vaccination was drawn up and administered. The staff have been having issues with this brand of needles in that they come out of the persons subcutaneous tissue, bent as well.